Event description:
The user facility reported that their hexavue custom room rack "would not boot". No report of procedure involvement. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and could not determine the cause of the event. The technician tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported.